Manufacturer narrative:
This report is submitted on october 19, 2023.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023 in order to remove the implant magnet for MRI procedure.

Manufacturer narrative:
Correction: the initial MDR (report number: 6000034-2023-03357) submitted on october 19, 2023, was filed inadvertently. General anesthesia used for magnet removal to MRI is not reportable. This report is submitted on october 26, 2023.